Event description:
When co's third party carried the pt unit of servo I, suddenly pin of handle was broken. So pt unit fell down to the ground, inlet of expiratory cassette and inside of inlet where broken too. Co experienced that many times.